Event description:
Plaintiff states that due to her use of latex gloves in her profession, she developed latex-induced occupational asthma. She also states that she has contracted latex toxic protein syndrome as a result of her continuous exposure to antigenic natural raw latex proteins from latex gloves.